Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient experienced infusion set cannula was crimped at abdomen on (B)(6) 2024. It was also reported that the patient had pain during insertion. The infusion set was in use for 12 hours. No further information was available.